Manufacturer narrative:
Evaluation results: failure to follow instructions (force used). Inherent risk of procedure (stent embolization - dislodgement). Patient condition affected effectiveness of the device (patient lesion morphology, calcification and 90% stenosis present). No results available since no evaluation performed (device or procedural images not provided for review). Evaluation conclusion: user error contributed to event (force used). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology, calcification and 90% stenosis present). Known inherent risk of procedure (stent embolization - dislodgement). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).

Event description:
It was report that a physician was attempting to deploy an endeavor sprint rx drug eluting stent to treat a lesion located in the lmca with moderate calcification and 90% stenosis. The vessel was pre-dilated; however the endeavor sprint stent could not pass the lesion. Force was required to advance/remove the device to/from target lesion. As the device was being removed from the patient the stent slipped off the balloon and dislodged and stuck in the coronary artery. The dislodged stent was snared successfully and the lesion was further pre dilated. Another endeavor sprint stent was then used and it was reported that this stent couldn¿t pass the lesion and when it was removed from the patient the stent was noted to be damaged. The procedure was completely via angioplasty. No other clinical sequelae were reported.